Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that while in use on the pt, the device worked as expected. However, while not in use, the device activated by itself. There was no pt injury. The surgeon opened a second device and it worked fine. A foot pedal was in use at the time.